Manufacturer narrative:
Insulin pump passed the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08730 inches. Insulin pump monitored for several hours and no blank display noted. The battery tube connector plugged in properly to electrical board 1 during visual inspection. However, insulin pump received with a high sleep current measurement and active current measurement test due to moisture damage electronic assembly. Insulin pump received with scratched case, pillowing keypad overlay, cracked select button keypad overlay and minor scratched lcd window.

Event description:
It was reported via phone call that the weight has been changed to (B)(6).

Manufacturer narrative:
The information that provided with the initial report was incorrect. The correct information has been included with this report.

Event description:
It was reported that customer was driving to the emergency room.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hyperglycemia and was being taken to emergency room with blood glucose level of above 600 mg/dl. Customer declined troubleshooting foe high blood glucose level. Customer stated that auto mode feature was not on. Customer stated that insulin pump stopped working and did not turn on. Customer was unable to complete carelink upload. The customer was assisted with troubleshooting and customer reports display was blank currently. Customer stated the display was not blank less than 30 seconds and did not return. Advised customer to remove the battery and customer stated the insert battery alarm did not display on the insulin pump screen. Customer stated the contact on the battery cap was not missing or damage or corroded. Customer stated battery compartment was neither damaged nor corroded. Customer stated the spring was neither damaged nor corroded. Customer stated the display did not return after insulin pump restart. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis while the sensor, reservoir will not be returned for analysis.